Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of oversensing noted on the right ventricular (rv) lead. No intervention has been performed at this time and the patient was stable with no consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated the lead was explanted and replaced and the patient was stable following the procedure.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. An internal insulation abrasion was found under the right ventricular (rv) shock coil breaching the ring electrode cable lumen with one ring electrode ethylene tetrafluoroethylene (etfe) cable coating also found to be abraded. The reported event of oversensing was confirmed, and the cause was isolated to the internal insulation abrasion found under the rv shock coil.